Manufacturer narrative:
The insulin pump passed the self test and displacement test. Moisture damage was found on the electronic assembly, motor, and force sensor during visual inspection. The pump was received with case cracked behind the pump near the battery compartment.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported back of pump near battery compartment was cracked. Customer stated they see fluid under the lcd. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device was expected to be returned for analysis.